Event description:
Customer reported a delivery issue with their replacement freestyle freedom meter. Customer reported experiencing symptoms of shakiness, diabetic shock, incoherence and having some bruises from falling and drinking juice to counteract his symptoms. Customer also reported taking his insulin medication but it is unknown whether it was taken prior or after his reported symptoms. Paramedics were called and treated customer with glucose shot. Customer was then transported to a health care facility where he was being diagnosed with severe hypoglycemia and treated with glucose intravenously. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. This case involves a delivery issue and does not involve a product malfunction. No further investigation is required.